Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient developed a rash caused by the lifevest. The irritation was described as a raised red rash under the electrodes with no open skin. The patient contacted his physician who prescribed a cream. Follow-up indicated that the patient had not complained about the rash.